Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for evaluation and the evaluation found the image guide bundle had breakages, the adhesive on the protective coating of the bending portion of the device was chipped, the objective lens was chipped and caused image artifacts, the adhesive around the objective lens was peeling, the connecting tube was dented, and the universal cord was dented and scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed the evis lucera bronchofibervideoscope exhibited peeling of the coating on the connecting tube greater than 1x1mm^2. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.